Event description:
Boston scientific crm received information that this 4136 right ventricular (rv) lead became dislodged one day post implant. This lead was explanted, due to the physician felt the lead may be too short. A new 4137 lead was successfully implanted. To date, no adverse patient effects were reported.